Manufacturer narrative:
The device was received for evaluation. During functional testing, the device powered off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be contamination on the flex connector of the rear case. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off. No additional information is available.